Event description:
It was reported to philips that the system's geometry computer was unable to boot up properly, preventing geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by transferring the patient to another lab within the department. The remote service engineer (rse) checked the system logfile remotely and confirmed that the system failed to boot, displaying the error message ¿geometry movement partially available¿. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found error message: ¿unable to communicate with geo ipc, sid is unknown, and no movements are available. The philips field service engineer (fse) checked the system onsite and found that the geo pc was powered but not booting correctly, connections to the host pc were verified with no errors and on further troubleshooting it was found that geo pc was not communicating with the host. To resolve the issue, the fse replaced the geo pc and completed the required software installation. The defective part was sent for analysis, for geo pc, malfunction was observed, and the failed component was found to be psu (power supply unit). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.